Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial flutter ablation procedure, a pericardial effusion occurred. While ablating on the cavotricuspid isthmus with a tacticath quartz ablation catheter, a steam pop occurred and the patient became hypotensive. An ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient has since been discharged from the hospital.